Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive was found under the button contacts. The bolus button was also torn.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently unresponsive to button presses. She also claimed that the buttons were sticking. The patient did not allege any harm or injury because of the reported issue.